Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) "in less than four years." The device was explanted and replaced. It was also reported that left ventricular (lv) lead thresholds had been chronically high. Lv lead pacing outputs were adjusted on the new device to maintain a larger safety margin. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2012; 694265, lead, implanted: (B)(6) 1999. (B)(4).